Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would not allow a set change. Customer's blood glucose was 451 mg/dl. Customer suspended the device. Customer was instructed to resume the device and attempt the rewind sequence. Customer was able to rewind for a set change. Customer will not be returning the device for analysis.